Event description:
The provider states the bearing sleeve and half arm socket is busted. The provider states the chair didn't originally go out with arms. No additional information is available per the provider